Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) of a patient whose indication for use is parkinson dual and movement disorders reported via a company representative that the patient had an open circuit of over 40000 ohms for all contacts on the left side. The patient received 45 % improvement from the right electrode compared to baseline. There was no therapy response from the left electrode. The open circuit was detected during patient's initial programming. It was noted that the patient would be meeting with hcp next day for further evaluation. The issue was not resolved at time of the report. Additional information received from the rep on feb 04 2016 reported that the patient was in revision surgery to revise left lead and extension on the day of this call. It was indicated that when the patient was in seating position, the impedance was greater than 40000 with 0 electrode and all the bipolar pairs on the left side. They tried to program patient in a previous office visit and everything was opened but when they tested today, impedance was dependent on patient's head position. They had isolated the lead and it was tested fine. They wanted to know if there was a way to test the extension without the lead connected. It was also reported that when hcp reconnected the lead and the extension with new ins (implantable neurostimulator) boot and all impedances on the left side tested normal. The patient's left side would be programmed in the neurology clinic in the near future. The hcp believed that possibly the zero contact connection at the end of the extension might have been loose which could explain the positional open circuit. It was also noted that during the stage ii implantation of ins the impedances for the left and right electrodes were normal. The cause of impedance was not determined. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.